Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is currently at a warehouse but is still expected to be returned back from the field for analysis. This report will be updated should the pacemaker be received.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.